Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 600 mg/dl; cause was not known. Reportedly, assistance was needed to address bg level. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.